Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port kit was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. An infusion test and aspiration was performed and was successful. However, the investigation is inconclusive for the reported flow rate issue and resistance during flushing issues as there were no difficulty identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the flow of saline and blood through the port chamber was allegedly limited. It was further reported that the catheter was allegedly found to have a resistance upon flushing. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, the flow of saline and blood through the port chamber was allegedly limited. It was further reported that the catheter was allegedly found to have a resistance upon flushing. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.